Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012590002 was returned and analyzed. Visual inspection before functional testing and dissection was performed. The tip and shaft were intact with no visible issues; however, inspection of the sheath handle revealed that the side port tube had partially detached from the valve housing. Leak testing was performed and the sheath failed; the pressure and vacuum tests both revealed a severe leak. The valve was isolated from the circuit and the leak tests were repeated with the same results. A manual pressure test revealed a compromised bond between the side tube and the valve housing. The tube was partially detached, allowing air to escape from the joint. In conclusion, the sheath failed the returned product inspection due to the side port tube being detached from the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: psg100, (serial: unknown); product type: 3294-generator product ID: 10fcc13, (lot: unknown); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, air was drawn into the sheath and there was a suspected issue with the hemostasis valve. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.